Event description:
(B)(4). It was reported that post stenting procedure, coronary artery disease occurred. In (B)(6) 2011, the patient was referred for cardiac catheterization which revealed one (1) target lesion. The lesion was denovo, 90% stenosed, and located in the proximal left anterior descending artery. The lesion was 16mm long with a reference vessel diameter of 2.75mm and a timi flow of 3. It was treated with direct placement of a 2.75 x 16mm taxus liberte stent and following post-dilatation, residual stenosis was 0% with a timi flow of 3. In (B)(6) 2012, the patient was diagnosed with coronary artery disease and hospitalized. The patient was discharged the following day and the event was resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).